Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a low isig value on the sensor. The customer's blood glucose reading was unknown. The customer stated that the sensor will not last longer than 3 days. The customer stated that she will insert a sensor with other lot today. The customer will be sent 3 replacement sensors.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found 1 of the 2 sensors failed for no isig readings and the remaining sensor passed per specifications with accurate readings.